Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient involvement.